Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention for an unknown reason. A review of the manufacturer's device record database confirmed surgical intervention took place on (B)(6) 2019. The patient's lead was explanted and replaced with two (same model) leads. Further information is unknown at this time.

Manufacturer narrative:
Patient weight (information was gathered via follow-up).

Event description:
Follow-up revealed the patient underwent surgical intervention because they weren't receiving effective/adequate pain relief. Surgical intervention addressed the patient's issue.